Manufacturer narrative:
Device powered up and passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies, e/a alarms unspecified, or frozen screen anomalies noted. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. However, pump error 63 confirmed in insulin pump history with variable due to software anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display of insulin pump was frozen. The customer¿s blood glucose level was unknown. Customer stated that insulin pump had a blank display. The customer was assisted with troubleshooting and the display did return after insulin pump restart. Customer stated that insulin pump was stuck on medtronic screen and vibrating again. Customer also stated that there was no response from any button. Customer stated that the time clock did not advance. Customer reported that the screen was not completely blank. The customer stated that the contact on the battery cap and battery compartment was neither missing nor damaged. The customer also stated that the insert battery alarm did not display on the insulin pump screen. Customer was unable to clear the insulin pump errors and power loss alarm. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.